Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the device evaluation. The master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during visual inspection, the opto button assemblies were damaged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the master tool manipulator (mtm). Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the finger clutch button on one of the manipulators fell off. The staff explained there was an error at the same time. Onsite logs reflect error 23031 on the left master tool manipulator (mtm). These errors appear to be related. The surgeon moved to the second console to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up and confirmed that the system functionality was checked upon powerup. System started initially without errors. This was a dual console case, but only one provider was needed from the time of the incident to the case completion.